Manufacturer narrative:
Promus element,mr,ous 2.25x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The most proximal stent strut row was damaged; it was lifted from the stent profile and pulled distally. The remaining undamaged section of the crimped stent outer diameter (od) was measured and is within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a slight hypotube kink 152mm distal from the distal end of strain relief. A visual and tactile examination of the shaft polymer extrusion profile found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.